Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of button error alarm. The customer's blood glucose level was 17.3 mmol/l at the time of the incident. The customer stated that the buttons were sticking and not responding. The product was returned for analysis.

Manufacturer narrative:
The device had intermittent bolus express button response due to moisture damage keypad traces. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.